Event description:
Resistance was encountered while the coil was being advanced to the target posterior communication artery (pcom) aneurysm. The coil was delivered to the aneurysm; however, during positioning the coil inside the aneurysm unusual friction felt and the proximal part of the coil near the detachment zone stretched. The physician removed the microcatheter and the coil from the patient as one unit; however, only the delivery wire was removed. The coil broke off the delivery wire and the proximal stretched part of the coil protruded into the parent vessel. The physician placed a stent to secure the protruded part of the coil against the vessel wall. Different coils were used to complete the procedure. The patient was reportedly stable; however, the procedure took around 5 hours, which is longer than usual.

Event description:
Resistance was encountered while the coil was being advanced to the target posterior communication artery (pcom) aneurysm. The coil was delivered to the aneurysm; however, during positioning the coil inside the aneurysm unusual friction felt and the proximal part of the coil near the detachment zone stretched. The physician removed the microcatheter and the coil from the patient as one unit; however, only the delivery wire was removed. The coil broke off the delivery wire and the proximal stretched part of the coil protruded into the parent vessel. The physician placed a stent to secure the protruded part of the coil against the vessel wall. Different coils were used to complete the procedure. The patient was reportedly stable; however, the procedure took around 5 hours, which is longer than usual.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis within the introducer sheath. The delivery wire was extensively kinked at several places along its length and was fractured. The firm coil and the main coil were broken from the delivery wire and were not returned as remained implanted. The event description stated that resistance was experienced during advancement of the coil to the target aneurysm and unusual friction felt during positioning the coil inside the aneurysm most likely due to procedural factors limited the performance of the device. However, the coil was not removed and inspected for damage after the initial friction was experienced during advancement of the coil as recommended by the directions for use (dfu). Therefore, an assignable cause of dfu instruction not followed has been assigned to the as reported main coil breakage, main coil protrusion and medical intervention required, as it was confirmed through investigation that the issue was due to a deviation from the supplied dfu that resulted in a different medical device response than intended by the manufacturer or expected by the user. It is probable that the delivery wire was kinked and fractured as a result of handling of the device during the procedure.

Manufacturer narrative:
The device remained implanted.